Manufacturer narrative:
Product analysis: the valve remains implanted and the customer refused the return of the delivery catheter system (dcs); therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Another relevant device is: product ID [enveor-n-us] lot [0008708885] use by date [2019-07-11] UDI (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment at implant of this transcatheter bioprosthetic valve, a loss in blood pressure was reported and the patient did not recover. The initial cause of the loss of pressure was believed to be a right coronary artery occlusion. An attempt was made to cannulate the right coronary artery with a guide catheter, however was unsuccessful due to cardiopulmonary resuscitation (CPR) being performed at the same time. The valve was snared into the ascending aorta. CPR was continued and a percutaneously inserted ventricular assist device (vad) was inserted for hemodynamic support. During the implant of the vad, a probable aortic dissection was noted. The patient subsequently died.